Event description:
On 05/13: customer reports this failure was noted at the beginning of the day. Customer has no other rooms for procedures.

Manufacturer narrative:
Field service engineer troubleshot the 'no fluoro' to a blown fuse in the generator. Fse replaced the fuse, checked for and verified proper operation per compact x generator service manual. System returned to full service by the customer.